Manufacturer narrative:
This product contains (B)(4) in a gel form. The return sample was evaluated. There was no evidence of material leaking or exiting out of either syringe. The extrusion force of the material from the syringe was found to be within the required specification. This shows that the flow of the material was smooth and regular, with no increases in the curve to indicate any "clogging" in the syringe. Additionally, the thread lock mechanism on the syringes was tested, no failure was detected.

Event description:
(B)(4). Initial info received on (B)(6) 2013. The dentist reported that a female pt, with no specified medical history had been treated with etch gel 40% (etch gel 40%). While she was filling the syringe the dental assistant receiving a projection of the product directly in the eye (phosphoric acid 40%). The assistant went through 3 surgical operations but unfortunately didn't recover vision. Another one is planned tomorrow. On (B)(6) 2013, the pt experienced eye injury. The pt had not yet recovered. No more info available.